Manufacturer narrative:
Product analysis could not verify any damage to the exchange port. Product analysis did reveal a hypotube fracture and numerous shaft kinks. The delivery device with the stent on the balloon was received and a hypotube fracture and numerous shaft kinks were observed. Visual and microscopic examination of the material surrounding the shaft kinks did not reveal any inherent material deficiencies that would have contributed to the kinks. There is no mention of any shaft kinks during the procedure, therefore, it could not be determined if the shaft kinks were a result of the procedure or as a result of the shipping and handling of the device back to boston scientific for analysis. The catheter exhibited a fracture of the hypotube located 21.7 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this complaint can be attributed to handling damage.

Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during preparation for a coronary stenting treatment procedure, the endoflator port of the 3.5x24mm liberte bare metal stent was broken. The damaged device was exchanged for another liberte bare metal stent to complete the procedure. No patient injuries or complications were reported. However, the returned product confirmed a shaft fracture.